Manufacturer narrative:
Investigation summary: one (1) used list# ch2000-c, spiros® closed male luer, red cap connected to an unknown used, infusion set and one additional used list# ch2000-c, spiros® closed male luer, red cap were returned for evaluation. As received one of the spiros came wrapped with a piece of tape. No additional damage or anomalies were observed. The returned set was tested as procedure and a steam of water coming from a crack on the spiro's female luer was observed, this was not on the part line, the male luer was iso measured finding within specification. Complaints of leaks can be confirmed. The probable cause of the crack is unknown.

Event description:
A complaint was received regarding a spiros® closed male luer, red cap that experienced leakage. It was reported that the methotrexate leaked from the spiros - trifuse connection point. Spiros was fully attached and could spin a full 360. There was unknown patient involvement.